Event description:
A customer contacted beckman coulter inc. (Bci), reporting two (2) erroneously low glucose (glucm) patient results that were generated by the unicel dxc 800 pro synchron chemistry analyzer while running in duplicate mode. No erroneous results were reported out of the laboratory. The results provided by the customer are shown. The customer indicated that there was no fibrin observed in the samples. Patient treatment was not affected in this event as the customer runs glucose samples in duplicate mode and verifies results prior to reporting.

Manufacturer narrative:
Per the customer, modifications were performed on the instrument in (B)(6) 2011. These modifications involved servicing on the glucose stirrer motor timing sequence, installing new software, and installing a new sample wheel cover on the instrument. A field service engineer (fse) was dispatched for this event. The fse replaced the glucose sensor, changed the sample probe, and replaced the stir bar. The customer indicated that the sample syringe was already replaced. Root cause is unknown to date.